Manufacturer narrative:
E1 patient country germany.

Event description:
Reference number (B)(4). Event occurred in germany. On 04-july-2024, it was reported that the patient encountered infusion set cannula was kinked within 3 hours of insertion. The site of insertion was abdomen. The patient replaced the infusion set and insulin was resumed successfully. Do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available